Event description:
It was reported to philips that the system gave a remote alert indicating the host computer had a memory problem during power-on self-testing, which can impact booting. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system generated a remote alert during power-on self-test indicating a memory issue with the host computer, which may affect the boot process. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite, and found the system to be working properly. The fse contacted the customer to determine whether they had noticed any issues with the system; however, the customer reported that no problems had been observed. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.